Manufacturer narrative:
Event conclusion cpi initial testing found that the ipg paced intermittently and had a battery status of erp. The erp was cleared. Internal visual examination found that the wgl cell was 'swollen'. This is an indication that a high current condition existed within the ipg. In depth analysis of the ipg could not determine the cause of the intermittent pacing and the premature battery depletion.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion. The physician has elected to explant the ipg.